Event description:
It was reported that there was allegedly a cracked joint where the monitor pivots. This was found when the staff was preparing the room. There was no reported patient involvement or adverse consequence in this event.

Manufacturer narrative:
Through evaluation by a stryker quality engineer analyst, it was observed that the one side of the pitch adjustment of the flat panel yoke was broken. The pitch adjustment allows for the movement of the monitor within the flat panel yoke and acts as a connecting point between the monitor and the yoke. A cracked pitch adjustment could potentially lead to a monitor detaching from the yoke. The quality engineer analyst concluded that the damage appeared due to user abuse of the flat panel yoke. There was no patient involvement or adverse consequences.